Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: srom 28mm +0 m head hip femoral head; pinnacle mtl ins neut28idx48od hip acetabular liner; unknown hip acetabular cup; srom*stm st,36+8l nk,20x15x165 hip femoral stem; unknown hip proximal femoral sleeve. Initial reporter occupation: non-healthcare professional ¿ attorney. Patient codes: (B)(4) no code available is to address the reported ¿surgical intervention¿.

Event description:
Pfs alleges patient suffers from pain, difficulty walking, and trouble performing normal daily activities. Update in addition to what were previously alleged, ppf alleges elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.